Event description:
Event: conversion to open surgical repair. After a successful implant it was reported that the device was inadvertently pulled down while the sheath was being removed. The pt was converted to open surgical repair. During open repair the physician noted that there was calcium present in the superior neck that prevented the hooks from fully attaching to the aorta. The pt was reported to be doing well.